Event description:
Allegedly, the patient was revised due to mom complications (right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01337, 01338. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.